Manufacturer narrative:
Concomitant medical products: 5076 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing of noise observed on the right atrial (ra) lead channel, and noise was observed but not sensed on the right ventricular (rv) lead channel. It was suspected that the two leads were interacting with each other. Diminished p-waves were also noted. The leads remain in use. No patient complications have been reported as a result of this event.